Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponon t hs) on a cobas e801 module. The initial result was 468 pg/ml. This result was reported outside of the laboratory. On (B)(6) 2021 the result from a new sample was < 3 pg/ml. The original sample was repeated with a result of < 3 pg/ml. The troponin t hs reagent lot number was 523685 with an expiration date of 31-jul-2022.

Manufacturer narrative:
Calibration was last performed on 02-dec-2021. The level 2 calibration signals were lower than expected. No issues were identified during a review of the alarm trace data. Instrument maintenance was performed according to schedule. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.